Event description:
Customer reported the charger failed and the reulator failed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reseated the interconnect cable. Customer will decide whether or not to repair.